Manufacturer narrative:
The reported field event of device contamination could not be confirmed in the lab. Visual inspection of the device revealed no anomaly. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, a yellow-colored material was found in the ICD pocket. No additional complications were reported. The physician successfully replaced the implantable cardioverter defibrillator (ICD). There were no patient consequences.